Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ 2.0 for controller, model #: (B)(4)/catalog #: 1420, expiration date: 31-dec-2022 UDI #: (B)(4), device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 03-dec-2021, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the controller exhibited controller fault alarms due to internal battery depletion. The controller was exchanged and the backup controller exhibited an unexpected loss of power. The backup controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6). H3: yes h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: the controller (B)(6) was returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed contamination within both power ports. A visual inspection under 10x magnification revealed a hairline crack on the housing around power port two (2) of the controller. An internal inspection did not reveal evidence of fluid ingress. Internal inspection revealed a crack on a standoff post within the controller housing. The observed contamination, hairline crack on the controller housing and standoff post crack are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller power ports event can be attributed to handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, con316343 falls within the bounds of this CAPA. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on 20/oct/2022 at 21:15:03 and 22:53:55 indicating an issue with the internal battery. A vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, was logged on 21/oct/2022 at 10:50:34, likely due to the reported controller exchange. Additionally, log files revealed that the controller was in use for more than 2 years. Review of the event log file associated with (B)(6) revealed two (2) controller power up events logged on 21/oct/2022 at 11:11:42 and at 11:32:14 with an associa ted pump start event at 11:32:23. Analysis of the event log file revealed that the date, pump ID, and patient ID were being set in between the controller power-up events. Additionally, review of the data log file associated with (B)(6) revealed that the controller was not in use prior to the controller power up events; the first data point prior the controller power up was logged on 15/jul/2022 at 07:27:57, indicating that the controller power up event likely occurred during a controller exchange. As a result, the reported controller fault alarm and controller power up events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the available information, the most likely root cause of the controller power up event can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.